Event description:
Additional information received from the healthcare provider noted that they learned of the patient's death from the wife. They have no information on the cause of death. They are not even sure an autopsy was being done.

Manufacturer narrative:
(B)(4).

Event description:
Additional medical records received noted that: from (B)(6) 2015, time: 1944: stimulator removed yesterday. Back pain began before removal of stimulator. Lower back pain, constant in duration and chronic was noted. Complaint of mild headache (headaches times two weeks) after stimulator was implanted. Nausea and vomiting x 4 days was noted. Increased thirst and increased urination noted. At 2245 it was noted: improved, ambulation without difficulty, pain decreased, blood sugar 96 - discharged. Emergency room supplement date: (B)(6) 2015, time: 0305. The patient was brought in extremis, in cardiac arrest. The patient was found unresponsive, last known well time approximately 1900. The patient was obtunded. Multiple diagnostic considerations were determined to be potential causes of the patient's symptoms including, but not limited to, acute myocardial infarction, intracranial hemorrhage, medication overdose, toxin ingestion, electrolyte abnormality, hypoglycemia, hypoxemia, hypovolemia, acidosis as well as other pathology. Patient came to the emergency department as stated above after approximately 30 minutes of advanced life support CPR with multiple rounds of epinephrine given in the field. Patient was found down with an unknown amount of downtime. Last known well time was somewhere this evening. Patient's wife had stated that patient had been recently seen for various pains including headache. Patient was treated in the emergency department last night, went home yesterday, and was feeling slightly sleepy. It is unclear per history if the patient had taken medication or not. Patient went to sleep and had snoring respirations per the patient's wife. When the patient was reassessed several hours later, she found the patient pulseless and not breathing and ems was called. Ems arrived. They found the patient cold to touch and asystolic was the initially rhythm on the monitor. Patient never regained a pulse in the field despite multiple rounds of epinephrine and remained asystolic on each additional pulse check in the field. Patient had CPR and advanced life support measures performed in the emergency department. Patient had notably low blood sugar (blood glucose 15) which was treated. Patient was given IV fluids as well as narcan and several rounds of epinephrine with asystole noted on the monitor. Patient was cold to touch and there were mild signs of rigor as the patient&#38112;jaw was very difficult to maneuver. Patient's family was made aware of his condition and is currently at bedside. Clinical impression: cardiac arrest. Time of death was 0321. Condition was expired.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, product type: screening device. (B)(4).

Event description:
The manufacturing representative reported a patient death. The manufacturing representative was unsure if leads were pulled when death occurred. The patient started a trial on (B)(6) 2015. The death reported was believed to be (B)(6). Death occurred after the patient admitted to hospital for headaches. The patient passed away while in the hospital. The cause of death was unknown. The patient was either trailing or post trial with leads. The manufacturing representative was never called to do a lead pull. Later the manufacturing representative reported that they had spoken to the healthcare professional (hcp) regarding the death of the patient and the hcp had no information. The doctor had no information regarding what occurred in the emergency room. Follow up is being conducted and a supplemental report will be submitted.